Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. An echocardiogram may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On december 4th abbott was notified that a right heart catheterization was performed december 2nd to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 18.2 mm hg. Accurate readings were observed under the manufacturer's patient care network database.